Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Index procedure was prompted by unstable angina. During the index procedure, one resolute onyx des was implanted in the lad. Approximately 19 days post index procedure, patient suffered from chest pain. Cardiac MRI showed a near transmural rca infarction at basal and mid-ventricular levels. Mildly impaired left ventricular. Investigator assessed that the event was not related to index device or antiplatelets medication. Sponsor assessed that the event was not related to antiplatelets medication, but possibly related to index device. Patient is recovered.

Manufacturer narrative:
Cec adjudicated that the mi with event date (B)(6) 2018 was not an event. If information is provided in the future, a supplemental report will be issued.